Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and re-calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.